Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -device history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information

Event description:
The following information was provided: it was reported that the patient's right hip was revised. The patient's hip dislocated and a closed reduction failed. Intra-operatively, the mdm poly insert was found separated from the mdm metal liner and the biolox femoral head. The poly insert was revised. Rep confirmed that no further information will be released by the hospital or surgeon.